Event description:
Customer reports to have received a no delivery alarm. After receiving a replacement insulin pump, customer also received no delivery alarm. Customer was not able to troubleshoot as she did not have insulin pump at work. Customer will call back to complete troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).